Event description:
Revision surgery - no failure within the components. The surgeon did an incision and drainage of a left total hip, he decided to change out the liner and the head as a precautionary.

Manufacturer narrative:
The reason for this revision surgery was the need for an incision, drainage, and subsequent implant revision that are outside the control of djo. The implants were in the patient for 14 days prior to revision. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 15 prior complaints reported against this part. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical. A definitive root cause cannot be determined with the limited information available. Some of the factors that may contribute to the event includes (but are not limited to): surgical environment causing infection & surgical exposure time causing infection. This complaint has not been associated with any product issues and is deemed as non-product related. There are no indications of a product or process issue affecting implant safety or effectiveness.